Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 250 units of insulin, and displayed a fill estimate of 15 units. The customer reloaded the cartridge and received a minimum fill notification. The customer¿s blood glucose level was 210 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.